Manufacturer narrative:
The reported event involving a pump module(s) ¿a bd clinical practice consultant (cpc) during a scheduled site visit that the device alarmed air-in-line when there was no visible air in the tubing. The clinician initially believe that the tubing was defective and would often try to change it. It was then demonstrated to bd cpc the loading of IV set and loaded the tubing from to bottom, but did not threat the tubing though the air-in-line sensor. Cpc provided education with regards to the use of device as well as cleaning techniques. Although requested, additional information was not provided.¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported to a bd clinical practice consultant (cpc) during a scheduled site visit that the device alarmed air-in-line when there was no visible air in the tubing. The clinician initially believe that the tubing was defective and would often try to change it. It was then demonstrated to bd cpc the loading of IV set and loaded the tubing from to bottom, but did not threat the tubing though the air-in-line sensor. Cpc provided education with regards to the use of device as well as cleaning techniques. Although requested, additional information was not provided.